Event description:
The following information was reported to gore: on (B)(6) 2024, the patient with a bovine arch underwent endovascular treatment for a descending aortic aneurysm using the gore® tag® conformable thoracic stent graft with active control system. No abnormalities were observed on access vessel angiography after stent graft deployment. During wound closure, the peripheral pulse was not palpable, and repair was performed. The event was reported to be unrelated to gore products. On an unknown date, aneurysmal dilatation was observed on the proximal side of the implanted device. On (B)(6) 2025, the patient underwent a reintervention. After a single debranching procedure, an additional stent graft was extended proximally to just below the brachiocephalic artery. In addition, a small dissection was observed on the distal side of the device, but no specific intervention was performed. Attending physician¿s comment: since aneurysmal dilatation was observed on the proximal side of the implanted device, an additional proximal extension was performed.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.